Event description:
It was reported that the insulin pump display went blank. The insulin pump had not been dropped or exposed to moisture and no relevant damage or corrosion was noted. After the battery was removed for ten minutes, the battery cap contacts were cleaned, and a new battery was inserted, the display did not return. The customer was advised to discontinue use and revert to a back-up plan. Customer's blood lucose was 93 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a blank display due to a broken solder joint on the mother board. The insulin pump was received missing the end cap sticker and had minor scratches on the display window and cracked battery tube threads.